Event description:
A malfunction alarm was reported, identified as malf 12. The customer's blood glucose level exceeded 500 mg/dl, but an exact value was not disclosed, only appearing as "high." The customer addressed the high blood glucose by administering a correction injection using multiple daily injections (mdi). The customer reset the pump with assistance from technical support, and no further malfunction occurred. The customer was advised to continue using the pump and to contact support if issues resurfaced.